Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 1 device was returned to resmed/ resmed authorized service centers and an evaluation confirmed the reported complaint. Of the 1 reported complaint with device return: 1 was resolved with a main circuit board replacement. The device was serviced and fully tested before it was returned to the customer. 1 device was not returned, therefore resmed is unable to confirm the alleged malfunction. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes <noe> 2 </noe> malfunction events where it was reported to resmed that astral 100 devices failed to charge its battery. There was no patient harm or serious injury reported as a result of these incident.